Event description:
Following a diagnostic catheterization procedure, the physician closed the arteriotomy with a closer tsl 6 fr. Device. Later, the pt complained of leg pain and lost pedal pulses were observed. The pt was sent to surgery where the surgeon observed a clot at the site of the closure and the suture pinched the vessel. There was reportedly minimal flow through the vessel. The surgeon clipped the suture and the artery sprang back to normal diameter and flow was completely restored. The clot was carried away with the flow. Pt was reported as fine. The perclose rep. Debriefed the incident with the physician and they determined that the device was over-inserted, dragging the posterior wall of the artery into the stitched area. When that flap was stitched, flow was nearly stagnant, at which point the clot formed.